Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: evaluation summary: (B) (4) no anomalies were found. Performance data from the device showed no alerts triggered.

Event description:
It was reported the patient heard the device tone at 7:30 pm every day, but it didn't match the magnet or low/high urgency tones, and the alert time was set to 8:10 am. A device problem was suspected. The device was explanted and replaced. No patient complications were reported as a result of this event.